Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device was disposed of and is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was used during a mid-urethral sling procedure performed on (B)(6) 2022 for the treatment of stress urinary incontinence. During procedure, the device caused bladder perforation to the patient and was then removed from the patient. Subsequently, the procedure was aborted and rescheduled to complete in a couple of months. The patient was catheterized and sent home for recovery.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e211401 captures the reportable event of bladder perforation. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device was disposed of and is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was used during a mid-urethral sling procedure performed on (B)(6) 2022 for the treatment of stress urinary incontinence. During procedure, the device caused bladder perforation to the patient and was then removed from the patient. Subsequently, the procedure was aborted and rescheduled to complete in a couple of months. The patient was catheterized and sent home for recovery. Additional information received on may 18, 2022; the physician did not experience any difficulty advancing the device that might have led to perforation.